Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor valve with radiopaque markers was chosen for implant. It was then reported on (B)(6) 2025, the patient was admitted with sepsis due to moraxella bacteremia, with an unknown source of infection. The patient was started on intravenous (IV) ceftriaxone on (B)(6) 2025 for a duration of six weeks due to suspected prosthetic valve endocarditis (pve). A transthoracic echocardiogram (tte) was performed and showed normal findings, with no vegetation observed. The patient was later discharged in stable condition on (B)(6) 2025.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor valve with radiopaque markers was chosen for implant. It was then reported on (B)(6) 2025, the patient presented with weakness, intermittent chills, joint pain, and was admitted with sepsis due to moraxella bacteremia, with an unknown source of infection. Patient was also noted tachycardic and mildly tachypneic on admission. The patient was started on intravenous (IV) ceftriaxone on (B)(6) 2025 for a duration of six weeks due to suspected prosthetic valve endocarditis (pve). Though patient was diagnosed with endocarditis, a transthoracic echocardiogram (tte) was performed and showed normal findings with no vegetation observed. The patient was later discharged in stable condition on (B)(6) 2025.

Manufacturer narrative:
An event of sepsis, endocarditis, weakness, intermittent chills, joint pain, tachycardia, and mild tachypnea on admission was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported patient effects could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was admitted and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.